Manufacturer narrative:
Additional information: due to characterization limit event site name: (B)(6). Event site address: (B)(6). A supplemental report will be submitted upon the completion of the investigation.

Event description:
It was reported by the biomedical engineer that during the checks performed before the fsca process for cardiosave intra-aortic balloon pump (iabp) it was observed that the device gave an automatic filling error. There was no patient involved.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (component codes).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4,g1(contact person - mfg site),g3,g6,h2, h3, h6(problem code, investigation, findings, conclusions),h11 corrected field: b5, e2, e3 a getinge field service engineer evaluated the unit for the reported condition. During evaluation, the device was accessed via the service screen and all manifolds were tested. The investigation confirmed that the unit failed the leak test corresponding to the third parameter of the pim test. Based on these findings, the safety disk was identified as requiring replacement. The device was unable to inflate the balloon prior to corrective action. The hospital did not have a service contract in place, and a quotation was submitted accordingly. As no repair request was approved by the hospital, no corrective repair was performed at that time.

Event description:
During the checks performed before the fsca process, it was observed that the device gave an automatic filling error. The device was opened in the service screen and all manif = olts were tested. It was determined that the device failed the leak test, which is the 3rd parameter of the pim test. No patient involved. No harm.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (medical device ¿ problem code).

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(type of investigation), h11. A getinge field service engineer evaluated the unit for the reported condition. During evaluation the device was accessed via the service screen and all manifolds were tested. The investigation confirmed that the unit failed the leak test corresponding to the third parameter of the pim test. Based on these findings the safety disk was identified as requiring replacement. The safety disk has been replaced. Part was received by the customer. The device was delivered in working condition after the tests. It is suitable for clinical use.